Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19849. It was reported that the patient presented for removal of the implantable cardioverter defibrillator and right ventricular lead, due to pocket infection. The system was explanted and replaced. There were no further patient complications.